Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed on (B)(6) 2025 to treat a lesion in the lower extremity. Two 2.50x38mm esprit btk scaffolds were successfully deployed and the scaffolds appeared to be well apposed during angiogram. The patient presented in the emergency room on (B)(6) 2025 with left foot swelling and redness with mild pain. Medication was prescribed. The patient returned on (B)(6) 2025 with continued pain, swelling, and redness and was having trouble walking due to pain. A steroid course was administered. No additional information was provided.